Event description:
It was reported that the right ventriclar lead was attached to a competitor device and programmed unipolar. Caller said the rv lead impedance had been rising. "It was in the 1500's and today it is 1846 ohms." There is "noise" on the lead which the caller was ableto re-create with isometrics. The threshold was stable. "The patient has been feeling symptomatic (dizzyness) with the noise (causes pauses)." Reprogramming to bipolar was done. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-45 implantable pacing lead (B)(6) 2006; k063 pacemaker competitor (B)(6) 2012. (B)(4).